Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for an alarming with nothing displayed on the screen, and the power button not operating is a main board failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm with nothing displayed on the screen. Batteries were removed and replaced multiple times, nothing displayed on the screen. Per reported the power button does not work. No adverse patient effects were reported by the customer.